Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered in the device. It is likely that reprocessing was not conducted properly due to leakage at bending section and side cover. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found contamination in the air/water channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device repair, the colonovideoscope exhibited contamination in the air/water channel. There were no reports of patient involvement.